Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown. Per the cardiomems hf system user¿s manual, la-400275-g or equivalent, ventricular tachycardia is a known risk factor during a cardiomems sensor implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The cardiomems delivery system was unable to progress around a bend in the vessel so the sensor was removed and re-advanced with a balloon catheter and inflated balloon. However, the patient experienced several runs of ventricular tachycardia and high blood pressure throughout the procedure and the sensor implant was therefore abandoned due to poor hemodynamics and a possible shock from the patient's crt-d implant. The patient was kept overnight and treated to reduce the high blood pressure and was released the following day.